Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following allegations have been investigated. Fracture (remains within body), organ/ vena cava perforation, deep vein thrombosis (dvt), tilt, embedment, back aches, anxiety/worry, mental anguish, stress, limitations on heavy lifting/prolonged standing or sitting/bending over/traveling and depression. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from MRI: "at the level of l3 there is redemonstration of a fractured ivc filter leg within the right psoas muscle." Report from MRI: "there is redemonstration of a fractured ivc filter leg within the right psoas muscle best seen on series 7, image 15. The muscle itself appears within normal limits."

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to prior dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, fracture (bent and fractured), organ perforation ("psoas, small bowel, mesenteric"), and embedment. The patient further alleges 1 post-implant dvt, that the filter leg remains within the right psoas muscle, back aches, anxiety/worry, mental anguish, stress, limitations on heavy lifting/prolonged standing or sitting/bending over/traveling, and depression. It was reported that the filter was partially removed approximately 7 years and 1 month later. Per a report from CT (computed tomography): "infrarenal ivc filter is noted. The apex of the filter is superior and is tilted medially, abutting almost the base of the left renal vein. All of the filter struts are seen piercing through the ivc walls. Two anterolateral struts are seen at least partially piercing the wall of the second portion of the duodenum. A single strut is also seen extending into the right psoas muscle." Per a report from CT: "ivc filter again noted with several of its limbs extending beyond the caval wall including 3 limbs located posteriorly, with one of these 3 limbs extending approximately 9 mm beyond the caval wall with tip in the right psoas muscle. Laterally, a limb extends to 7 mm beyond the caval wall to reside posterior to the duodenum. A fat plane separates the tip of this limb from the posterior duodenal wall. Posterior medially, a limb extends approximately 5 mm beyond the caval wall adjacent to a lumbar vein. Filter tilt is noted with superior apex directed medially. Findings are unchanged in appearance compared to (B)(6) 2018 CT." Per a retrieval report: "initial venogram was performed demonstrating the ivc filter, which was slightly tilted, but overall in reasonably good position. There was no evidence of clot or tumor in the filter on a venogram. The decision was made to proceed with filter removal" "the filter was completely received inside the 14-french sheath and then the sheath and filter were removed as one from the right neck. On examination of the filter there were no interstices missing. Minimal deformation of the filter suggesting that the filter had been removed intact." Per a report from CT: "there is been interval removal of a previously described ivc filter. One of the filter legs has fractured off and remains within the right psoas muscle in unchanged position compared to prior exam."

Manufacturer narrative:
The device was explanted 12/12/2011. However, one of the filter legs fractured and remains within the right psoas muscle. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated. Fracture (remains within body), organ/ vena cava perforation, deep vein thrombosis (dvt), tilt, embedment, back aches, anxiety/worry, mental anguish, stress, limitations on heavy lifting/prolonged standing or sitting/bending over/traveling, and depression. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported back aches, anxiety/worry, mental anguish, stress, limitations on heavy lifting/prolonged standing or sitting/bending over/traveling, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. 510 (k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.